Event description:
It was reported that the tubing of a catheter extension set separated from the female luer of the injection site. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the stem of the interlink injection site was broken, confirming the reported condition. The broken male luer remained bonded inside the microbore winged female luer lock adapter. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.